Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A site representative reported that, while in a cranial resection, the navigation system monitor displayed that there was no signal. It was noted that the mouse cursor was unresponsive to user motion. The navigation system was restarted three times in the procedure with the third restoring functionality. There was a reported delay to the procedure of twenty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.